Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 07.aug.2020: lot 168524: (B)(4) items manufactured and released on 31-mar-2017. Expiration date: 2022-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-primary 02.07.0510sf tibial insert std fixed size 5/10 mm (k090988) lot. 154050. Batch review performed by medacta regulatory affairs department on 07.aug.2020: lot 154050: (B)(4) items manufactured and released on 17-nov-2015. Expiration date: 2020-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: gmk-primary 02.07.2004r femur std cemented size 4 r (k090988) lot. 168660. Batch review performed by medacta regulatory affairs department on 07.aug.2020: lot 168660: (B)(4) items manufactured and released on 12-apr-2017. Expiration date: 2022-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 2 years and 10 months from the primary reporting pain and the cause of the pain is unknown. The surgeon revised the femoral component, tibial tray and poly. The surgery was completed successfully.